Event description:
It was observed that during the device evaluation, the camera head exhibited defective pixel and had water invasion. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the camera head exhibited defective pixel and had water invasion. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. During the device evaluation, water invasion (main body side and main body imaging)and defective pixels were found. Based on the results of the investigation, it is likely that the following led to the malfunction: the oredome on the main body side had adhesive fraying and could not be kept watertight, and moisture entered the interior, resulting in presumed water intrusion into the oredome on the main body side and into the main body imaging. Since the equipment in question was manufactured more than 15 years ago, the DHR could not be verified. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.